Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's bolus for dinner was too large for the amount of carbohydrates consumed. Blood glucose (bg) was 44 mg/dl. Juice and carbohydrates were consumed.